Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the humidifier failed to meet its specifications at the time of the event while it was being prepared for use. The humidifier could not be operated due to a broken water chamber. The problem was resolved by installing a new breathing circuit set and water chamber. There was no patient or user harm.

Event description:
Checked and found humidifier chamber is broken and also tightness not passing.